Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4), 2010 of complaints for additional reportable events. This MDR addresses lh750 analyzer (1 of 2) on day 1 of 2. See MDR #1061932-2011-00536 for lh750 analyzer (2 of 2) on day 2 of 2. An analysis of the raw data associated with this patient sample indicated a large population of cells next to the mature red blood cell (rbc) population. This set of cells next to the rbcs appears to be unghosted rbcs to the instrument. The software algorithm for the lh750 analyzer is not sensitive enough to differentiate between reticulocytes and unghosted rbcs in this patient's sample. This situation appears to be a patient-specific issue and field service was not dispatched to the site as a result of this incident.

Event description:
The customer reported that on (B)(6) 2009, the lh750 hematology analyzer generated erroneously high reticulocyte results on one patient sample. Operator-defined messages (abnormal high and reticulocytosis) accompanied the test results. A manual reticulocyte count was performed twice on the same patient sample with significantly lower results. The same sample was run on the laboratory's dxh 800 hematology instrument and a count similar the manual count was generated. The customer considers the manual count and the dxh 800 results to be correct. There were no erroneous results reported out of the laboratory. There were no reported changes to patient treatment as a result of this incident.